Manufacturer narrative:
It was reported that the patient experienced a seizure during an implant procedure. The physician decided to explant the lead and the ipg together and aborted the surgery, leaving the patient without any implants or stimulation. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Event description:
It was reported during a permanent implant, the patient suffered a psychotic seizure due to pain. As a result, the entire system was explanted, and the procedure was aborted. Patient recovered post-op.